Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-06252 . Reference MFR report#1627487-2016-06247. Follow-up identified the infection initially started at the surface of the lead site and was treated with topical antibiotic cream. Reportedly, the patient was treated with oral antibiotics postoperatively. In turn, the issue has resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-06252. Reference MFR report#1627487-2016-06247. It was reported the patient developed an infection at an unidentified site. As a result, surgical intervention was undertaken during which time the entire system was explanted. No further information has been made available at this time.